Manufacturer narrative:
Literature citation: shoichi kuramitsu, et.al. (2015) "incidence and clinical impact of stent fracture after promus element platinum chromium everolimus-eluting stent implantation." Jacc: cardiovascular interventions, vol. 8, no. 9, 2015. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Reported via journal article: "incidence and clinical impact of stent fracture after promus element platinum chromium everolimus-eluting stent implantation." It was reported that stent fracture of the promus element stent occurred. From (B)(6) 2012 to (B)(6) 2013, 1939 patients underwent successful stent implantation. The rate of stent fracture was assessed and the cumulative incidence of clinically driven target lesion revascularization and definite stent thrombosis within 9 months after the index procedure. In some cases target lesion revascularization (tlr) was performed for in-stent restenosis at follow up. Stent fracture was defined as complete or partial separation of the stent, as assessed by plain fluoroscopy, intravascular ultrasound, or optical coherence tomography during the follow-up. The main findings of the study were the incidence of stent fracture was 1.7% of the patients implanted with promus element stents. Stent fracture appeared to be associated with higher rates of tlr and lesions with isr at baseline, hinge motion, and total stent length were identified as predictors of stent fracture.